Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to trouble shoot the device. Tac provided part number for the scope socket cleaning kit. Tac suggested swapping one of the units for a known working one to further determine which would need to be repaired. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the light source had a scope communication b30 error. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.